Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the complex regional pain syndrome (crps) patient had not charged her implantable neurostimulator (ins) since (B)(6) 2015 and the device was overdischarged and had not been responsive to three physician mode recharges (pmrs). The patient notified a manufacturer representative (rep) in (B)(6) 2016 regarding the issue and had not complained of any increased pain. It was noted the patient had initially turned their ins off in (B)(6) 2015 before undergoing an MRI and that following the procedure the patient¿s programmer ¿did not work¿ but they were able to charge the ins. The patient was later admitted for bowel surgery in (B)(6) 2015 and subsequently did not recharger and was not using the system whilst hospitalized. The patient later met with a rep on (B)(6) 2016 and it was found that upon interrogation, the ins had ¿no response.¿ two pmrs were performed at that time and on the second attempt the rep managed to establish telemetry with the ins; the patient was advised fully charge their device at home. The rep was later contacted on (B)(6) 2016 and was told the ins battery was ¿not holding a charge.¿ the patient had reportedly attempted an additional pmr at home between (B)(6) 2016 and the ins ¿did not respond.¿ interrogation on (B)(6) 2016 again found ¿no response¿ and it was noted the rep was ¿unable to charge¿ the ins with ¿no response¿ from a patient programmer or physician programmer. It was noted the batteries were ok in the programmer, the recharger was fully charged, the ins position was checked, and good coupling with the device was checked; however, the issue remained unresolved as of (B)(6) 2016. There was ¿no response¿ from the ins as it was ¿completely overdischarged and would not respond¿ to another pmr. It was stated the ins remained implanted on (B)(6) 2016, but was ¿no longer functioning.¿ there were no surgeries performed to correct the issue and it was ¿unknown¿ whether any procedures were planned. While it was noted the patient wanted a replacement ins, it was unknown whether the patient¿s health insurer would cover such a procedure. It was noted the patient had exhibited a history of ¿poor compliance to recharging,¿ whereby a pmr needed to be performed in (B)(6) 2015 due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.